Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons did not work properly. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.